Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("very abundant menstrual periods with clots"), neck pain ("intense neck pain"), back pain ("back pain"), vertigo positional ("major positional vertigo"), arthralgia ("joint pain from head to toe"), pain in extremity ("pain in legs"), iron deficiency ("iron deficiency"), hypothyroidism ("minor hypothyroidism") and fatigue ("very great fatigue"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, neck pain, back pain, vertigo positional, arthralgia, pain in extremity, iron deficiency, hypothyroidism and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, fatigue, hypothyroidism, iron deficiency, menorrhagia, neck pain, pain in extremity and vertigo positional with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. A laparoscopic total hysterectomy and bilateral salpingectomy to remove essure was performed approximately 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("very abundant menstrual periods with clots"), neck pain ("intense neck pain"), back pain ("back pain"), vertigo positional ("major positional vertigo"), arthralgia ("joint pain from head to toe"), pain in extremity ("pain in legs"), iron deficiency ("iron deficiency"), hypothyroidism ("minor hypothyroidism") and fatigue ("very great fatigue"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, neck pain, back pain, vertigo positional, arthralgia, pain in extremity, iron deficiency, hypothyroidism and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, fatigue, hypothyroidism, iron deficiency, menorrhagia, neck pain, pain in extremity and vertigo positional with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: abdominal pain- analysis in the global safety database revealed 1049 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. A laparoscopic total hysterectomy and bilateral salpingectomy to remove essure was performed approximately 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided ,thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.